Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The device displayed a message that indicated diagnostic data was invalid. There were no adverse events to patient. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.